Event description:
The pt was being transferred from chair to bed when the pt slipped out of the sling and hit their head on the floor. The pt suffered a laceration to the back of the head and a concussion. It was reported the pt later passed away.